Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with 23mm 3000 aortic valve was diagnosed with aortic stenosis secondary to structural valve deterioration after implant duration of nine (9) years and ten (10) months. The patient presented with shortness of breath on exertion. Valve-in-valve procedure was performed with an 23mm sapien3 ultra resilia with no adverse event reported. Following questions were asked but the answers were unavailable from the customer. Serial number, medial history and the patient outcome.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.